Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive delayed in responding to presses. Additionally, it was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer¿s blood glucose level was 185 mg/dl. Customer continued to use pump for insulin delivery.